Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for non-sustained ventricular tachycardia and high rate non-sustained episodes. As well, there was noise and double counting of ventricular fibrillation (vf) waves. The lead was capped and replaced. The patient's device had an alert for superior vena cava (svc) coil impedance, however the coil had previously been reprogrammed off. The device was also close to recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.